Event description:
It was reported that an unspecified malfunction with the device occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a hyperglycemic event which occurred an unknown number of days after the sensor had been inserted in the abdomen. The patient and their husband did not remember the cgm (continuous glucose monitor) reading from during the event and did not remember what the cgm device was displaying. However, the patient stated that the event happened ¿due to the sensor and transmitter.¿ the day of the event the patient was found by their husband lying face down on the ground having passed out. The paramedics were called and, in the ambulance, on the way to the hospital, the patient had a seizure and was given keppra. When a fingerstick was taken the blood glucose reading was 800 mg/dl, no cgm reading was known from that moment. The patient was in a coma for 4 days and was on a ventilator for 5 days. The patient received treatment with insulin, no more details were available because of this. The patient was hospitalized for 14 days, and after she was transferred to a rehabilitation department in a nursing facility. There was no documentation of further medical evaluation or intervention. Of note, during the report the patient stated she also suffered from stage 4 pancreatic cancer. At the time of the report, the patient was "still not okay". Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - impact code - f18 rehabilitation.